Event description:
It was reported that the device had intermittent spo2 operation and was on a pt at the time. Crew used an alternate device to obtain spo2 readings. Note 1: four attempts were made to contact remsa care flight concerning pt data and event date. They do not give our any pt information or event date for security reasons.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the customer for eval. The customer complained of intermittent oximeter (spo2) operation. A malfunction of this type does not represent a condition that is likely to lead to pt harm. During the MFR's testing of the device during the course of investigation, it was discovered that the device displayed a pads lead fault message. The effect of this malfunction is that the device would be unable to deliver a therapeutic shock. 1. Intermittent spo2 operation: the internal log of the device indicated several spo2 comm fail errors, confirming the user's complaint. Testing could not replicate intermittent spo2 operation. Visual inspection found no suspects for the apparent intermittent operation. The spo2 board was replaced for precautionary reasons and because the intermittent operation. The intermittent nature of the malfunction made it impractical to attempt to further isolate the problem 2. Pads lead fault: as a secondary finding observed during testing, the device would not recognized pads and showed a pads lead fault message. Investigation isolated the cause of the malfunction to a shorted component (capacitor). The shorted component was replaced. Why this component failed could not be determined. After repairs, the device passed acceptance testing and was returned to the customer.